Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., d.9., h.6.

Event description:
The device remains was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: - rupture: no observed. As per the investigation procedure, deformation was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture. The device was explanted and replaced.